Event description:
During a pfa procedure, the sheath was leaking air. The sheath was prepped according to all recommendations and was used for transseptal access and initial mapping with the hd grid catheter. During insertion of the non-abbott farawave pfa (boston), excess air was observed in the line. The line was flushed and the catheter was inserted again. Excess air was observed again. The sheath was replaced with another sheath and this time the line was clear. The procedure was finished with no adverse patient consequences and without further incident.

Manufacturer narrative:
Additional information d9, g4, h2, h3, h6 one 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak.